Manufacturer narrative:
The user was advised to go back to their hcp to discuss removal of the old sensor or both sensors with a new insertion. No further information was gathered due to no response from the hcp or the user.

Event description:
On (B)(6) 2024, sensonics was made aware of an incident where the user had two sensors inserted in the same arm causing a signal interference using the new sensor.